Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via social media that they experienced low blood glucose, high blood glucose and diabetic ketoacidosis. The customer low blood glucose level was 37 mg/dl and high blood glucose level was over 400 mg/dl. The customer reported that they had an infection in blood and became septic. The insulin pump will not be returned for analysis.